Event description:
It was reported that during a laparoscopic sigmoidectomy, the rotation knob was loose and did not feel as tight as usual. The staple line appeared okay at the time. Three days post operatively, the patient presented a leak with blood in the stool. The surgeon stated the leak was from the staple line. It is unknown how the leak was stopped.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.